Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump screen was hard to see because of many scratches. The customer's blood glucose levels was reported to be 71 mg/dl. He was advised to disconnect from the pump and revert to back up plan. The product is being returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube, a cracked reservoir tube window, cracked battery tube threads and minor scratches on the display window.